Manufacturer narrative:
Due to the pt's stroke, no further action will take place. This is the final report.

Event description:
A report was received that a pt had undergone an unsuccessful reprogramming. X-rays were taken and revealed that one of the leads had migrated out of the epidural space and is coiled down around the ipg. The pt informed the physician that due to having had a stroke that he cannot have any other surgeries.